Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt was implanted with a system of gore excluder aaa endoprostheses. At the time of the post-deployment angiogram, it was noted that there may be a slight dissection or plaque, distal to the left renal artery. No endoleak was present, and the pt tolerated the procedure without incident. Approx 15 mins post-procedure, the pt experienced a significant drop in blood pressure. The pt was immediately taken back to the operating room, where an emergency laparotomy was performed. After cross clamping the infrarenal proximal aorta, it was reported that the proximal edge of the device could be seen protruding through the area noted on the post-deployment angiogram. The excluder stent-graft system was immediately excised. A dacron tube graft was placed using an end to end anastomosis. The aneurysm was successfully repaired, and the pt tolerated the procedure. The physician indicated the event was not caused by the gore device.